Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Mrf# reference: (B)(4).

Event description:
Through transcript review of the 42nd annual meeting of the japanese society of ophthalmic surgery, the following was reported. Following a right eye stent implantation, the patient's iop unexpectedly spiked of unknown cause approximately five (5) months postoperatively. The elevated iop required increase in number of eye drops (od), and the stent was subsequently removed from the patient¿s right eye. Due to patient¿s continuous poor vision, a surgical intervention (360s-lot) was performed and the patient¿s iop decreased as a result. During week-2 and week-3 of monitoring, the patient¿s iop appeared to increase gradually. Any omitted information was not available at the time of this report.